Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was returned for analysis. Examination of the physical device and photos can confirm the cracked condition, the cracked is located in the front of the device, also the attune femoral impactor has a small piece broken, the broken piece was not sent for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Impactor is cracked. No adverse affects on patient.